Event description:
It was reported that during the surgery it was noticed the connection point between the light source and the hospitals light cord was extremely hot to the touch. A towel and coker were used to disconnect the two parts. A new light source was brought into the operating room and used without complication for the rest of the case. After closing the pt, it is noticed that the pt had a burn mark on the skin. Four days after, it was reported that the pt had second degree burns. The light source which emits 750w might have been used.

Manufacturer narrative:
(B) (4). Device was not returned to the MFR for eval. We are unable to determine the cause of the event.